Manufacturer narrative:
(B)(4) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2018; no alarm log file was available for analysis. A subsequent decrease in power consumption to parameters within the normal operating range was logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced high power. The patient presented to clinic for routine follow up, completely asymptomatic. When log files were downloaded, there was an upward trend with max watts of 7.2 exceeding the normal power range for the patient. The power trend sharply returned back to normal. Per the site, the patient denies any alarms or any symptoms. All labs were normal per site. No patient complications have been reported as a result of this event. The ventricular assist device (vad) remains implanted.